Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported spt-080000s is considered to be under the scope of this recall. No further investigation is required.

Event description:
As reported: patient had his right hip revised. The rejuvenate modular stem and neck were removed and replaced by a restoration modular stem. Surgeon also replaced the adm acetabular cup with a titanium revision shell. Patient's chromium level was less than 1.0 and his cobalt level was less than 0.5